Manufacturer narrative:
The device was received and evaluated. No blood was observed on or within the device. The formed needle assembly and the bottom housing were inspected for manufacturing deficiencies that could cause bleeding and no defects were found. The formed needle and bottom housing were also inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the skin irritation could not be conclusively determined. A leak test was performed and a leakage was observed. Fluid was observed exiting the tear where the leakage was observed. The timing and the cause of the damage is unknown. The downloaded data did not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 259 mg/dl. The patient reported bleeding and irritation at the infusion site (hip/buttocks) while wearing the pod for between 4 and 24 hours. As treatment, a new pod was applied.